Event description:
Procedure type: anterior resection. According to the reporter: pre-op diagnosis - malignant upper rectal. This seemed uncomplicated at the time but when the stapler was passed through the anus there was no staple line to be seen. A further rectal transection was done successfully and the operation was completed as planned. The current pt status- satisfactory. No unintended re-operation resulted. There was unanticipated tissue loss. No unanticipated extension of incision nor blood loss of 500 ccs or more. Surgical time was delayed by more than 30 minutes due to the problem. Sample will not be returned as was not kept by the hosp. Tissue was cut after the use of the device while no staples were present. Doctor used another device to correct the problem. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).